Manufacturer narrative:
A united states (us) customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding erroneously elevated enzymatic hemoglobin a1c (a1c_e) results obtained on multiple patient samples on an atellica ch 930 analyzer. Calibration was acceptable. Quality control (qc) recovered acceptably before the event and recovered outside the range after the event. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit the cse inspected the analyzer, reviewed auto checks and found that reagent arm 1 was failing the alignment check, performed manual alignment for reagent arm 1 and ran auto alignment for both reagent servers, all three mixers and all four transfer arms. Then, the cse ran full auto check which passed, ran the atellica test protocol (atp) service methods which passed. Siemens is evaluating the event.

Event description:
The customer reported that they obtained erroneously elevated enzymatic hemoglobin a1c (a1c_e) results on multiple patient samples on an atellica ch 930 analyzer. The erroneous results were reported to the physician(s) and were questioned. The samples were repeated on an alternate atellica ch 930 analyzer. The repeat results recovered lower and were consistent with the patient¿s clinical history. The corrected reports were issued. There are no known reports of patient intervention or adverse health consequences due to the erroneously elevated a1c_e results.